Event description:
It was reported that a newly placed catheter appeared to have a hole in it during surgery on (B)(6) 2011. The surgeon advanced the catheter into ¿thecal¿ sac without complications. The wire and needle was removed. Once they were removed however, the doctor noted that there was some cerebrospinal fluid (csf) draining from the catheter itself external to the body as though there was hole or opening in the catheter. The cause of the hole was unknown but noted to likely be caused by placement of the catheter. The catheter was then removed entirely and was replaced. The newly placed catheter ¿remained in good position¿ and had good csf flow after it was implanted prior to connecting to the pump. The patient was brought to the post procedure recovery unit in stable condition. It was noted that the patient tolerated the procedure well. On (B)(6) 2011, the patient had an outpatient clinic office visit and it was reported that she was doing quite well. Her pain had decreased dramatically. The device system was used to deliver an unknown drug.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).